Event description:
Pt in e.r. For mi. Tpn protocol ordered. Administered twice the dose of reteplase via IV pump. Subsequent CT scan noted massive subdural bleed. Pt's condition deteriorated and they expired." The customer was contacted for add'l info. The customer reported that at approx 1740, the pt received a one time bolus dose of reteplase 10 units ivp. It was reported that the physician then ordered heparin 100u/ml to infuse at a rate of 12 ml/hr. The customer reported that the nurse programmed the pump to deliver heparin 50u/ml on the primary line at a rate of 31 ml/hr. Approx two hours and forty-five mins later, the pt complained of headache. At this time the nurse noted that the pump settings were incorrect and immediately changed the pump setting to the prescribed dosage and notified the physician. A stat partial thromboplastin time (ptt) and CT scan were ordered. The pt's ptt level was 76 secs and the CT scan revealed a massive subdural bleed. The next day at 0350, the physician ordered that the pt be transferred to another facility where the pt could be assessed by a neurosurgeon. The pt was transported at 0445 and subsequently expired at a later unspecified time. Though requested, no add'l info was available.